Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). Also was involved plc181000/(B)(4) UDI#. (B)(4). According to the gore® excluder® endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of event will be used as (B)(6) 2015 - the date of aneurysm enlargement.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 58.4mm in diameter, and was implanted with gore® excluder® endoprostheses. It was reported that on (B)(6) 2017, a type ii endoleak was identified. On (B)(6) 2017, this patient underwent onyx injection via percutaneous direct aneurysm sac access. From (B)(6) 2015 till (B)(6) 2017, the aneurysm size was measured from 70mm to 64mm.